Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, another freezing incident occurred on (B)(6) 2017 with the hemo monitor that resulted in both the hemo monitor and client pc being rebooted during a procedure. The resolution was to replace the crossover cable between the hemo monitor and the client pc. Reference MDR #2183926-2017-00099 for more information. This incident was identified in MDR #2183926-2017-00093. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." For this reason, conclusions code 19 (human factors issue) was used.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor froze during a procedure and was subsequently rebooted along with the client pc. This resulted in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. The procedure was completed successfully once the hemo monitor and client pc were rebooted. (B)(4).